Manufacturer narrative:
The field service engineer (fse) indicated the vacuum tank of the instrument produced an alarm. A split in the tubing was identified between the vacuum pump and the vacuum tank. The fse exchanged parts and made adjustments to the rinse water levels. An insufficient amount of rinse water could cause carryover effects which could affect the results received.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 8 patient samples tested for creatinine plus ver.2 (crep2). Of the data provided 7 patient samples were erroneous and reported outside of the laboratory. (B)(6). For all patients, both the initial and repeat results were reported outside of the laboratory. No patients were adversely affected. The crep2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Since the service action performed on (B)(4) 2016, the customer has not complained of any discrepant crep2 results. The root cause of the issue was determined to be the kinked tubing to the rinse nozzle and the split tubing going to the vacuum tank.